Event description:
It was reported that the ventilator failed pressure transducer during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the expiratory pressure transducer printed circuit (pc) board was replaced and returned for investigation. No log files were received. The reported failure could be reproduced during pre-use check test when the received expiratory pressure transducer pc board was tested in a test ventilator system. The conclusion is that the reported pressure transducer test failure was due to defective pressure sensor transducer. This could lead to high pressure during ventilation and alarms will generate. In worse case, this could lead to stop of ventilation.